Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-01718.

Event description:
The patient was undergoing a coil embolization procedure in the inferior mesenteric artery (ima) using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, the physician successfully placed three ruby coils in the target vessel using a lantern. While advancing the fourth ruby coil through the lantern, the physician experienced resistance at the tip of the lantern. The physician then manipulated the lantern and pulled it back slightly to see if the resistance would subside. After the manipulation, the physician still felt resistance and decide to re-sheath the ruby coil. While re-sheathing the ruby coil, the physician heard and felt a "pop". Subsequently, it was noticed that the ruby coil had unraveled within the lantern and the filament wire was coming out. Therefore, the physician clamped the lantern containing the unraveled ruby coil and removed the entire system. The physician did a contrast run and determined the vessel and endoleak sac had occluded and ended the procedure. There was no report of an adverse effect to the patient.